Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reported not known at the time of reporting. The manufacture representative went to the site to test the navigation system. The reported issue was confirmed and replaced parts. A system checkout was performed and the system is working as intended. The field generator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the field generator was connected to a test system but was unable to communicate. Eminterface shows faults on all amps. The field generator causes the system to lock up. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having difficulties communication with the axiem box. While troubleshooting the system was unable to proceed beyond select surgeon, it would became unresponsive with each attempt. Performing ctrl+alt+backspace would reset the software and when the eminterface was checked, it would spend an extended amount of time trying to connect to the tca but would never reach there. The manufacturer representative (rep) was able to get the system to become responsive by clearing the large amount of exams on the system. However, the axiem box continues to not communicate with the emitter. The rep was able to confirm that only one of the ports was not working and the secondary port was working. While display showed status 7 and all green, the software showed the axiem box changing from green to red status in the communication. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received from the site. The axiem was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The reported issue could not be duplicated. The axiem unit was connected to a test system with the ent application for a multi-hour burn-in test. Registration, tracking, and accuracy looked normal on all 8 tool ports. They connected/disconnected the tools from each port multiple times and the system remained functional. They did find deteriorated foam in port 7, but the port did function without any failures. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having difficulties communication with the axiem box. While troubleshooting the system was unable to proceed beyond select surgeon, it would became unresponsive with each attempt. Performing ctrl+alt+backspace would reset the software and when the eminterface was checked, it would spend an extended amount of time trying to connect to the tca but would never reach there. The manufacturer representative (rep) was able to get the system to become responsive by clearing the large amount of exams on the system. However, the axiem box continues to not communicate with the emitter. The rep was able to confirm that only one of the ports was not working and the secondary port was working. While display showed status 7 and all green, the software showed the axiem box changing from green to red status in the communication. No patient was present at the time of the event.